Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while in a surgery on (B)(6) 2022 the straight cup impactor from a hospital consigned set was used to put in a sector porocoat cup. The welded impaction end of the cup impactor fell off while being hit with a mallet by the surgeon unfortunately there was an ortho tech who got hit in the wrist by the mallet at that point. I recall the surgeon still in motion to make the necessary repeated strikes while the end fell off. The ortho tech somehow got in the way and maybe tried to catch it and was unfortunately struck.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.